Event description:
It was reported that two weeks after the device implant procedure, a hematoma near the device pocket was observed. The pocket was revised and no infection was detected. The device remains in use. No further patient complications have been reported as a result of this event. This patient is part of the advance iii study.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is same/similar to a device marketed in the u.s. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies were found.